Manufacturer narrative:
The magnesium reagent lot number was 84933001, with an expiration date of 30-sep-2026. Calibration and controls were acceptable prior to the event. A review of the alarm trace showed a sipper nozzle rotation, sample probe rotation, ise probe rotation, and liquid in vacuum tank alarms. The field service engineer found overflowing cuvettes. There was little vacuum at the rinse nozzles due to clogged vacuum lines. The vacuum lines were flushed and worn rinse tubing was replaced. Preventive maintenance was also performed on the analyzer. After the actions, the cuvettes evacuated properly. A cell blank and precision studies recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with magnesium gen.2 on a cobas 6000 c (501) module. The customer stated they were receiving cell blank errors on the analyzer. The customer opened the top cover of the analyzer and noticed liquid all over the top of the cuvette turntable. The initial sample value was reported outside of the laboratory. Due to these errors and other results from the sample being held in their laboratory information system due to flags, the sample was repeated. The sample initially resulted in a magnesium value of 2.59 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 1.85 mg/dl. The repeat value was deemed correct.